Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the discrepancy noticed on a previous day. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to reach out again for troubleshooting if the issue reoccurs, and the caller acknowledged this instruction.